Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it drawer maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it drawer maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 required maintenance. The enhance half-height drawer 2.2 would not open. A field service engineer (fse) powered off the station, opened the back panel, and found that the solenoid cable was damaged. The solenoid was replaced. The drawer was then tested in diagnostics, and the result was successful. The customer confirmed that the failure was resolved. The system functioned as intended after the field service engineer repaired the device.